Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the air leaks. No other info was provided. Several request for additional info has been requested but to date, no new info has been received from the customer.